Manufacturer narrative:
This report is for an unknown k-wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a kirschner wire broke off and was stuck in the proximal humerus insertion guide. The k-wire was unable to be removed. It is unknown where the issue was discovered. It is unknown if there was patient/procedure involvement. Concomitant device reported: insertion guide (part 323.05, lot unknown, quantity 1). This report involves one (1) unknown - guide/compression/k-wires. This is report 1 of 1 for (B)(4).